Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: this disposable set was unavailable for specific root cause analysis. It is possible that the patient exhibited an allergic reaction due to their current physiological condition,associated with the transfusion process, which is unknown to terumobct. Based on the available information and review of the trima collection procedures through run data file analysis, there were no reported donor reactions, which would have occurred if there actions were related to the additives because the donor would have received some during the course of the procedure. There were no other reported complaints from any other centers for donations of transfused blood products collected by the trima system with the indicated disposable lot numbers mentioned in the complaint. Major contributors for a recipient reaction to a transfused product include several parameters that are not related to terumo products including: the blood product storage conditions prior to transfusion, cross-matching of the blood product, and the recipient patient physiology. Based on the above information, it is highly unlikely that the events described are related to the trima products used to collected blood components.

Manufacturer narrative:
This record was identified during a retrospective review of MDR's, per FDA request, to identify records in which a serious injury or medical intervention occurred, but the type of reportable event was not indicated as a serious injury in the MDR form. This supplement is being filed to modify information per FDA request.

Event description:
The customer reported an allergic reaction in the recipient of platelet products that were collected on a trima system. The patient developed uticaria, swelling, and itching behind the ear. Per physician's order's, the patient was treated with an ampule of fenistil, 100mg of sdgand observation for 30 minutes. The customer reported the reaction as unproblematic and stated that the patient is well. The customer reported other similar reactions on different patients. All the platelet products came from different donors. Due to (B)(6) personal data protection laws, the patient weight is not available from the customer. The disposable set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for the platelet collection. Review of the run data file showed a successful platelet collection with no unusual alerts or remarkable events during the procedure. Signals showed that platelets were collected as expected, the platelet concentration was consistent throughout the collection and donor rinseback was performed successfully. Investigation is in process. A follow-up report will be provided.